Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) and right ventricular (rv) channels. The ra lead was confirmed to be dislodged, and it was suspected that the rv lead had dislodged as well. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.